Event description:
Related manufacturer reference numbers: 1627487-2018-13571 and 3006705815-2018-03514. It was reported the patient's scs system was explanted and replaced as the patient felt stimulation was ineffective. No complications were noted during the procedure.